Manufacturer narrative:
Date of explant is unknown bur surgery happened in (B)(6) 2016. This part is not approved for sale in us but a similar product with catalog no. 811-407 and 510k# k982990 ((B)(4)) is approved in us. The product is not returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient with th7 hemivertebra underwent th7 osteotomy and one above and one below fixation at th6-8 on (B)(6) 2016.on an unknown date, post-op, the patient developed infection. Hence, a revision surgery was performed in which the relevant implant was removed. There was no complication as a result of this revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.